Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a prostatectomy, the device blade jammed and could not be opened. The device was cut off in order to remove it. Another lf4200 device was opened to finish the procedure with no further difficulties. There was no pt injury.